Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 16 atmospheres for 10 seconds, the balloon ruptured in the middle. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.